Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side intracapsular rupture. The device remains implanted.

Event description:
Healthcare professional reported right side intracapsular rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on radius assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: b.5, d.6a, d.6b, d.9, h.3, h.6.

Event description:
Healthcare professional reported right side intracapsular rupture. The device has been explanted.

Manufacturer narrative:
Information reported for this device was originally reported under report ref# 9617229-2024-00497-00. This record is now the operating record and all information report under this current report ref#. Additional, changed, and/or corrected data: b5, d6a, d6b, h6.

Event description:
The device has been explanted and replaced.